Event description:
Patient noted a separation in his driveline at the point of insertion to thesystem controller. Denies alarms, changes in vad data or new symptoms. Thoratec engineer applied "clamshell" repair to driveline without issue at bwh.